Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -03607 d10: standard 40mm diameter bearing cat: 110031421 lot: 65007461 g2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the patient was revised due to instability. Upon examination and current xray, it was noted that the reverse liner had disassociated from its tray and was the cause the instability. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A comprehensive reverse shoulder poly bearing and a comprehensive reverse shoulder mini humeral tray were returned for evaluation. As returned, damage is seen on the backside and spherical radius of the bearing. The locking tabs are bent/damaged. The inner humeral tray exhibits surface damage. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse-type right shoulder arthroplasty is present. There is superior displacement of the polyethylene liner with resulting mild subluxation of the glenohumeral alignment and metal on metal implant contact. There is no fracture. Device history record was reviewed and no discrepancies were found. The reported event is confirmed, based on review of the provided x-rays. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.